Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found within specification in relation to the reported device turns off without user input, which was not reproduced during evaluation. The device ran a loaded set with no discrepancies and a review of the event history log also found no events of improper shut down. Evaluation performed a visual inspection of the rear case assembly and the alternate current power adapter and found no discrepancies that would contribute to the reported symptom. The customer wireless battery was not returned to be tested. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turns off without user input. There was no patient involvement associated with this event. No additional information is available.